Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was noted that there were multiple door not fully latched alarms. Functional testing was performed and was unable to reproduce the error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a door open error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6: investigation findings. Correction h6: investigation conclusions. Correction h11: the device was received for evaluation. An event history log review was performed, and it was noted that there were multiple door not fully latched alarms. Functional testing was performed and was unable to reproduce the error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition was determined to be fluid ingression as this is a potential cause of door issues. The door will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.